Event description:
It was reported that a spectrum pump had a door latch issue. Any patient involvement, injury or medical intervention is unknown. During baxter's evaluation of the device, door not fully latched alarms were experienced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of door latch issue through the experience of door not fully latched messages. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.